Event description:
I had mentor memory gel breast implants in (B)(6) 2018, I got so sick I took off work for 10 months and my sister had to stay with me. Multiple doctors and tests, it¿s a long list not sure if I should type it all here: weakness, ¿batique,¿ flu like symptoms, dizziness, trouble breathing, sleeping all day, anger, anxiety, felt like I was consuming drugs all day ever day, chills, abnormal EKG, abnormal blood count, all went back to normal after having them out in (B)(6) 2019. Anemia that I developed after having them implants put in, then I became allergic to my iron pill after taking it for 5 months. FDA safety report ID # (B)(4).